Event description:
It was alleged that during use a freeflow occurred on a patient. It was noted that the rate was set for 8ml/hr and the 250cc bag emptied after 2 hours. There was no reported patient consequence.